Manufacturer narrative:
A replacement tech hub and cloth cover were sent to the complainant. The manufacturing records for the lot number reported 0422048 (canopy) could not be obtained from the contract manufacturer. The order number was not provided by the complainant which prevented cubby beds from being able to determine the lot number of the technology hub. The customer was provided a shipping label to return the damaged tech hub, but tracking information confirms the product was never returned as of the writing of the investigation. Multiple statements are made in the cubby bed user manual regarding the safe use of the bed to prevent elopement and other safety concerns. Page 3 contains a warning "you are responsible for providing adult supervision when using this product. Page 3 of the user manual contains the warnings and precautions, specifically to contact cubby beds immediately if there is any damage. Page 5 contains a parts list, which includes the locks. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Sensory medical has followed up four times for information needed for the complaint investigation and no further information relevant to the investigation from the complainant were received. The complainant confirmed there was no injury or medical intervention as a result of the event.

Event description:
The complainant reported that the child was able to elope through the tech hub portal after a separation in the tech hub portal zipper. "My grandson kept getting out of his cubby through the hole at night. Last night, he removed the camera because the zipper was no good." The complainant included 9 photos displaying the tech hub assembly only attached by the locked zipper at the top. The zipper was separated around the tech hub portal. The complainant also reported that the child damaged (cracked) the tech hub housing after kicking. "My grandson did not sustained [sic] any injuries. The product was damaged when my grandson kicked it. It happened in february, but we glued it. He start [sic] playing with it again and the glue came off. The zipper opened by itself." The complainant included 12 photos showing a crack in the tech hub housing plastic. The complainant confirmed there was no injury as a result of the event.